Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate control solution results. The reporter was unable to give exact values. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event